Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing inability to contain blood before use. The following has been provided by the initial reporter: it was reported that the blood collection set tubing was smashed and cut. Upon opening the blood collection set the tubing was smashed and cut. It was not usable. There was no patient involved or harm done. I have not heard of any other issues with this product. The information on the package is: push button blood collection set ref 367344, 0.8 x 19 mm x 305 mm, 21g x 3/4¿ x 12¿, lot # 9176026, exp. 6/30/21.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing inability to contain blood before use. The following has been provided by the initial reporter: it was reported that the blood collection set tubing was smashed and cut. Upon opening the blood collection set the tubing was smashed and cut. It was not usable. There was no patient involved or harm done. I have not heard of any other issues with this product. The information on the package is: push button blood collection set. Ref (B)(4). 0.8 x 19 mm x 305 mm 21g x 3/4¿ x 12¿ lot # 9176026 exp. 6/30/21.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cut tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10